Manufacturer narrative:
E.1. (B)(6). H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd preset¿ eclipse¿ the blood sample leaked through the plunger out of the syringe. No patient impact reported.

Event description:
It was reported that while using bd preset¿ eclipse¿ the blood sample leaked through the plunger out of the syringe. No patient impact reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D.9:device eval by manufacturer? Yes. D9: returned to manufacturer on: 2024-april- 22nd. H.6 investigation summary: bd received 2 photographs and 10 samples from the customer in support of this complaint. Evaluation of the photos indicated that blood leaked past the stopper. 10 customer returned samples were subjected to functional testing, and the indicated failure mode for leakage was not observed. Bd was able to confirm the customer¿s indicated failure mode leakage based on the photographs provided. Bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.